Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a patient that was implanted with a neurostimulator (ins) for non-malignant pain. Patient reported that he had two leads, and one was activated now for the left side. Patient was having major issues with his right side. If he walked 50-75 ft, the right leg basically gave out, and he could not walk because it hurt so bad. Patient reported needing to use a cane and having difficulty carrying things and if it was really bad, he could only walk maybe 10 ft. The right leg issues had been occurring off and on, every 2-3 weeks will give him a fit, but it has worsened over time. Patient had 2-3 programs with both leads. Patient reported that they do help when using, but they have other issues. One caused his ribs to hurt, the other two caused shocking. One of them shocked constantly, and he felt it, but he did not like to feel it. The other would "literally shock the pee out of him" if he coughed or stretched, and he felt it really strong. Patient stated the ribs began hurting after 20 min, and other two had issues if he stretched. Patient was redirected to discuss the issues with their hcp. The issues started about two weeks prior to the date of report. An exact date was not provided. No further complications were reported/anticipated.